Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: patient is dependent and there was oversensed noise on the rv lead. Patient woke up on the floor. Patient brought to ER by ambulance and had a temp pacing wire placed until they decide what to do next. This lead was capped. Should additional information be received, this file will be updated.